Event description:
System lock-ups are occurring when images are being sent over aegis communications system. The lockups occur during cardiac stress echo (ECG) exams which can put the patient at risk.